Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and bipolar disorder ('bipolar disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: apri and yasmin. Concurrent conditions included overweight. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and alopecia had resolved, the bipolar disorder, anxiety, depression and fatigue was resolving and the vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: case category were upgraded to incident and previously reported event injury were updated to new events pelvic pain,vaginal bleeding, menorrhagia, anxiety,depression, bipolar, dysmenorrhea (cramping), abdominal pain, vaginal discharge, fatigue, weight gain, hair loss and patient medical history, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.